Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was in emergency room due to hypoglycemia on (B)(6) 2020 at 2 am. The customer blood glucose level was 36 mg/dl at the time of hospitalized. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer stated that the auto mode feature was not active. The customer was treated with intravenous insulin. The customer alleges that the insulin pump was over delivering the insulin because they were hospitalized. The device will be returned for analysis.

Manufacturer narrative:
Evaluated one open and used reservoir. Inspected reservoir's o-rings and stopper groove for anomalies. None were found. Ran basal, bolus leaking test and manual prime: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a insulin pump. Conclusion: reservoir does not leak and is not occluded.